Event description:
Post-operative - 3 days- pt developed pain in right leg. Testing showed proximal occlusion of deep femoral artery. Pt had no collateral (distal) pulses which suggested an acute embolic event. The pt underwent "femoro - femoro" bypass on 4th day postop and expired 8 days later of massive pulmonary embolism. No autopsy was performed.